Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 7,112 joules. Also, it was reported that the fiber tip (cap) was retrieved. No patient injury was reported.